Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-13292, related manufacturer reference number: 2017865-2019-13293, related manufacturer reference number: 2017865-2019-13294. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. The reported cause of death was cardiopulmonary arrest.